Manufacturer narrative:
Evaluation summary: complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported following the implant of an intraocular lens (iol) the patient experienced double vision and was unhappy. The lens was exchanged during a secondary procedure. Additional information was requested.

Manufacturer narrative:
The iol was returned in a non-company lens case and carton. Solution is dried on the lens. Both haptics are bent in the gusset and distal area. The optic is cut into two portions, typical of insertion and removal. Power and resolution testing could not be conducted, due to the extensive optic damage. Complaint history and product history records were reviewed, and documentation indicated, the product met release criteria. The product investigation could not identify a root cause for the reported complaint. Power and resolution testing could not be conducted, due to the extensive optic damage. The power and resolution of each lens is 100% evaluated, during the manufacturing process to determine acceptability per model and diopter. Information was provided in the file, that the multifocal toric 17.0 diopter (1.50cyl), add power +2.2 & 3.2. Lens model was replaced with a monofocal 20.0 diopter lens model, due to the exchange of a multifocal lens to a monofocal lens. This may suggest, that the replacement lens model was an improved choice for the patient's vision needs. No additional information has been provided at this time. The manufacturer internal reference number is: (B)(4).